Event description:
Patient reported, "sweating black and green in the center in between breast into her bra". This event is not related to the device. Healthcare professional reported, "the patient gained weight", which is not related to the device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, yellow particles on the surface of the shell. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage.

Event description:
Patient reported a left side deflation of a saline device and "pain on each side of each breast and on the tops." Patient additionally reported "sweating black and green in the center in between breast into her bra"; this event is not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation and pain. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side "rupture" of a saline device. Patient additionally reported "sweating black and green in the center in between breast into her bra" and "pain on each side of each breast and on the tops." Device remains implanted.